Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall ¿cardiosave¿ 12 month complaint trend data for the period aug 2019 through jul 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The national repair center could not verify the failure of the batteries not charging. The batteries charged in the cardiosave to factory specifications. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during an in-service training performed by a getinge clinical support specialist, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. Since the event occurred during an in-service training, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) along with tech support personnel attempted to troubleshoot the issue via phone and confirmed that the event was not related to an issue with the connection of the console into the cart. The stm was dispatched and arrived at the customer's site at a later date. The stm was able to duplicate the customer's reported issue and replaced the power management board. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during an in-service training performed by a getinge clinical support specialist, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. Since the event occurred during an in-service training, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier stated that no failure was found, and could not verify the failure of the batteries not charging. The board passed testing. The nrc inspected the power management board and no visual damage was observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, and cardiosave service manual, and the board passed testing. The board was packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during an in-service training performed by a getinge clinical support specialist, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. Since the event occurred during an in-service training, there was no patient involved and no adverse event was reported.